Event description:
It was reported that the user experienced difficulty obtaining glucose readings on the ilet after applying a new dexcom g7 sensor overnight. Outcomes included operation in bg run mode with alerts indicating dosing stopping soon and no reported clinical symptoms or need for medical intervention. Investigation included user interview and troubleshooting assistance, during which the user was guided to start the sensor from the dexcom menu, verify and re-enter the pairing code, and reboot the ilet to restart the pairing process. At the conclusion of troubleshooting, the sensor remained in pairing mode and glucose readings were not yet displaying on the ilet. Follow-up contact attempts were made but were unsuccessful. Investigation of this case did not identify a malfunction of the ilet device, and that the cause was most likely connectivity issues during cgm start and pairing.